Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-1317ft nano corkscrew anchor head broke off while screwing it in. All broken fragments were retrieved. This was discovered during a hand reconstruction procedure on (B)(6) 2022.